Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer disconnected the smart remote manager(srm) it was generated failure and deleted the smart remote manager(srm) from the station. There was no error showing after cleared the failure. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager drawer was not detected on bus. The customer stated that there was no medication delay in dispensing workflow since medications were accessed from other stations. There were no adverse events or injuries reported based on this event.